Manufacturer narrative:
The driver was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The implant was returned and functionally tested with a compatible driver. The driver assembled and retained the returned implant. Without the returned driver, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient age unknown / not provided, patient weight unknown / not provided, brand name of device unknown / not provided, device information unknown / not provided. (B)(4).

Event description:
It was reported that the implant (tsvm6b11) fell from the unknown zimmer implant placement driver. The doctor did not have another implant to complete the surgery. The patient will have to return for another surgery.